Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
It was reported that patient presented with pre-syncope in clinic. Further investigation found that the patient's right ventricular lead was over-sensing noise, leading to pacing inhibition. Lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure.